Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on her left side on or about (B)(6), 2007, and on her right side on or about (B)(6), 2008. Patient has experienced constant and severe pain and discomfort in his thigh, hip-joint, and groin; the formation of metallosis and pseudotumors, which have damaged bone and tissue surrounding the implant; stiffness; inflammation; clicking and popping sensation in his hip when moving to and from a sitting position; infection; chromium and cobalt metal toxicity; lack of mobility; and other complications. Patient will undergo revision surgery in the future.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
Corrected: event/problem description, implant date, date received by manufacturer. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on her left side on or about (B)(6) 2007 and on her right side on or about (B)(6) 2008. Patient has experienced constant and severe pain and discomfort in his thigh, hip-joint, and groin; the formation of metallosis and pseudotumors, which have damaged bone and tissue surrounding the implant; stiffness; inflammation; clicking and popping sensation in his hip when moving to and from a sitting position; infection; chromium and cobalt metal toxicity; lack of mobility; and other complications. Patient will undergo revision surgery in the future. Update - (B)(4) 2012 - plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation. Update - (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified correct implant date for the left side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.